Event description:
It was reported that the balloon did not deflate. There was a vacuum. Cutting the tip of the valve it deflated but not by the normal procedure with a syringe.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. An actual sample was returned for investigation. The catheter already cut. From complaint description, it was reported that "balloon didn't deflate, there was a vacuum. Cutting the tip of the valve it deflated, but not by the normal procedure with a syringe." Visual examination on the catheter showed there was crack mark at the shaft of the catheter approximately at 145mm for end of tip. Proceed with the analysis, the water was inserted through the valve of the catheter but failed. The cut area was analyzed and observed the inflation airline was already collapsed may be due to cutting process. After the airline was pinched several times by using fingers, the inflation airline was open. The monofilament was inserted into the inflation airline, but it was blocked approximately 5mm from the cut area. The shaft of the catheter was cut at the blocked area and found collapsed inside the inflation airline may cause from dented due to clamping or kinking. Based on the analysis conducted, it was noticed the balloon could not be deflated due to collapsed lumen inside the inflation airline. This cause of failure will be occurred when the catheter was clamped or kinked during the usage which lead to dented and cause the water cannot be deflated. However, non-deflation also could be occurred due to several reasons such as improper fixation of syringe to the valve, excessive pressure applied during deflation process, heavy encrustation of salt deposits or use of inflating fluids such as non-sterile water or saline. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Thus, this complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon did not deflate. There was a vacuum. Cutting the tip of the valve it deflated but not by the normal procedure with a syringe.